Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 11/2012).

Event description:
It was reported that approximately eleven years and two months post port placement procedure, the catheter was allegedly broken. The port body was removed and the distal catheter segment was removed by inserting a sheath into the groin. The patient reported to be stable.

Event description:
It was reported that approximately eleven years and two months post port placement procedure, the catheter was allegedly broken. The port body was removed and the distal catheter segment was removed by inserting a sheath into the groin. The patient reported to be stable.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard MRI implantable port attached to a groshong catheter in two segments was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture, material separation, and the identified wear and deformation issues, as a complete circumferential break was noted to the proximal end of the distal catheter segment that was elliptical in shape. The edges of the complete circumferential break appeared to be sharp in one region and round in the other region. The surface of the complete circumferential break appeared to be finely granular in one region and smooth in the other region. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard MRI implantable port attached to a groshong catheter in two segments was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture, material separation and the identified wear and deformation issues, as a complete circumferential break was noted to the proximal end of the distal catheter segment that was elliptical in shape. The edges of the complete circumferential break appeared to be sharp in one region and round in the other region. The surface of the complete circumferential break appeared to be finely granular in one region and smooth in the other region. The investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 11/2012). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately eleven years and two months post port placement procedure, the catheter was allegedly broken. It was further reported that catheter segment was migrated. The port body was removed and the distal catheter segment was removed by inserting a sheath into the groin. The patient reported to be stable.